Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery. The customers blood glucose value was 83mg/dl. The customer also reported that the screen had partial segment and the insulin pump alarmed multiple pump error after troubleshooting customer able to rewind the pump. The customer passed self test and displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly/the hrm task did not grant motor power in reasonable time /missing segments/partial display/battery related issues noted during testing. (B)(4).